Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the battery was in overdischarge. No external or patient factors were noted to have contributed to the issue. No diagnostics or interventions have been taken as the patient had not yet met with the representative. The issue was not resolved at the time of the report. The indications for use were spinal stenosis and non-malignant pain. No patient symptoms reported. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the overdischarge wasn¿t determined. The rep reported that they were scheduled to meet on (B)(6) 2019 to troubleshoot and try to jumpstart the battery. The overdischarge was not yet resolved. Additional information was received from a manufacturer's representative (rep). The rep reported that they were meeting with the patient on (B)(6) 2019 to try to jumpstart the battery. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the overdischarge was unable to be recovered. The rep reported that the patient was undecided on replacement at this time. No further complications were reported.